Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that during the hurricane, everything was working. The patient got ready to turn it off, but she couldn't turn it off. The patient called the office and they told her to go to the hospital. The patient said it eventually went down on its own after a couple of days to three point something, and the patient could tolerate that so she left it on and it has been on ever since. The patient said now she couldn't get it on or off. The patient said they have charged the controller to 100%. The patient can't turn the stim on where she was feeling any stimulation at all. The patient said she hasn't used it in a couple of weeks because she wasn't in pain. The patient said she decided to check it the day of the call. The patient's caregiver said she was on group b and has program 1 at 3.0 volts and program 2 at 3.0 volts. The patient has not had any falls or accidents. The stimulation was usually on the left side where the surgery was. The patient said she had damaged her sciatic nerve in her leg. The patient needed stim for the left hip. The patient increased program 1 and felt stim in her knee. Program 2 was increased and stim was felt on the right side under her boob. The patient didn't use any other groups. The patient switched to group a and program 1 was at 4.0 volts and program 2 was at 0.4 volts. The patient increased program 2 to 2.8 volts. Program 1 was felt in the left leg and program 2 and she felt it in her back. The patient said that it was ok and that it was where she wanted to feel it. The patient didn't have an hcp and wanted to know how to turn the device on or off. The caregiver was walked through how to do it and she was going to explain it to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6), 2019, the patient had turned their stimulation off at night, like they always do, but it still felt like stimulation was on. The stimulation sensation had come on really strong and had gone up near their heart. It was confirmed that the stimulation was off at that time, and that was the first time the patient had felt the stimulation near their heart. During the call with patient services, it was confirmed that stimulation was off, and it was on group b at 3.8 milliamps (ma). It was confirmed that the sensation of stimulation was "pleasant". It was further explained that the patient was implanted for their left hip. They were using their stimulator intermittently; they would turn it on when the pain would go up from their left leg/thigh. It was confirmed that the patient only felt pain when the ins was turned off, but when they turn it on, there was a gradual relief of their pain and they would get at least 50% therapy relief. They were redirected to see their doctor. The patient spoke with the rep on (B)(6), 2019 and told the rep that even though the screen said the stimulation was off, they could feel the stimulation until it "stopped". The cause of this event was unknown at the time of the report. The rep redirected the patient to make an appointment through the clinic to meet with the rep for troubleshooting. It was noted that the patient had mentioned calling their attorney. The rep informed the patient that if they were going to speak of an attorney, then they (the rep) could no longer talk with the patient and would refer the patient to the legal department. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-16. No appointment has been made to the rep¿s knowledge. The rep tried calling the patient on (B)(6) 2019 at two numbers but both numbers had no voicemail and no one answered. The cause and actions taken to resolve the strong stimulation sensation near their heart was unknown. All issues were not resolved. This information was confirmed with the doctor/account. No further complications were reported/are anticipated.